Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose (bg) was over 600 mg/dl which was addressed with manual injections. Customer reported that the site on the abdomen had a lot of scar tissue. Recommendation was made by tandem's technical support for the customer to insert site into different area. Reportedly, customer resumed pump therapy.